Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported recurring issues with the ilet wake button as the button often did not respond and failed to provide vibration feedback. Restart attempts were unsuccessful. A replacement device was shipped. No blood glucose impact, symptoms, or medical intervention were reported.